Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. No damage was noted on the returned sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the heart, air was aspirated before the catheter inserted. Aspiration was attempted multiple time with no success. In this case, no air was found to enter the patient's body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The only product inserted directly into the hemostasis valve is the included dilator. Additional venipunctures have not been performed to replace the sheath.